Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the stent found stent damage. The stent is bent and damaged at stent strut rows 11 to 22 from the distal end of the stent. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 19mm proximal to the distal end of the strain relief. There were multiple hypotube kinks along the full catheter length. The manifold was not returned for analysis. An examination of the shaft polymer extrusion found that there were multiple kinks on the inner/outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-feb-2017. It was reported that crossing difficulties were encountered. The long, diffused target lesion was located in the mild to moderately calcified left circumflex (lcx) artery. After the left side was engaged with a 6f guide catheter and a 0.014" guide wire crossed the lesion, pre-dilatation was performed with a 2.0mm and 2.5mm diameter balloon catheters at 12 atmospheres. A 2.50x38mm promus element ¿ long drug-eluting stent was then advanced to treat the lesion. However, difficulties navigating the stent across the lesion were encountered. The device was removed from the patient's body and coronary artery bypass graft (CABG) was performed instead. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.